Event description:
The patient received a shock due to oversensing on the device. It is suspected that the lead became dislodged as sensing on both the atrium and the ventricle have dropped and impedance went from 700 ohms to 377 ohms.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analysed. The available iegms revealed the presence of the very small intrinsic signals in the ventricular channel. Furthermore, the sensing of atrial signals in the ventricular channel was observed that lead to one vf detection without shock delivery. Based on the available data a determination of the root-cause of the observed behavior is not possible. There was no indication of a device malfunction of the ICD. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.